Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was currently receiving fentanyl and bupivacaine via an implantable pump for non-malignant pain and chronic low back pain. The drug concentrations and dose rates of both fentanyl and bupivacaine were unknown. It was reported the patient was having a problem with her previous / first pump not working regarding volume discrepancy. When they withdrew the medicine during the refills, it was different than what they expected to get back. It was further noted that it was like it had more drug left than they thought it would have left during each refill. It was believed that this was the reason the pump was replaced. The issue occurred in 2018 and the reporter didn't have any further details on this issue. The date (B)(6) 2018 is considered an approximate date of event (year known only). No patient symptom was reported. No further patient complications have been reported as a result of this event.